Manufacturer narrative:
Corrected: b5. Date of explant is estimated.

Event description:
Additional information patient had already underwent surgical intervention late (B)(6) 2024 wherein the system was explanted due to an unknown issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain exact date of explant. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000128705. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated the system was explanted due to abnormal impedances and patient was unable to enter MRI mode as a result.

Event description:
It was reported patient experienced invalid impedances. Investigation was unable to determine which lead attributed to the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.